Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported "capsular contracture, baker grade IV". This record is for left side. Device remains implanted.

Event description:
Additionally reported was left side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, d6b, h6. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "capsular contracture, baker grade IV", then later "rupture". This record is for left side. Device was explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events rupture, capsular contracture was received on april 29, 2025, with lot number 2813748. Based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed an opening assessed as fold flaw opening. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and non-penetrating nick were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.